Event description:
(B)(4). I was using an invacare pt lift to transfer my father from a wheelchair to bed when the bolt on the lift portion broke. The wheelchair had already been moved from beneath him in order to complete the transfer. He was in the air and the lift began to sink. The other caregiver and myself lifted him onto the bed. Retailer: (B)(4). Purchase date: (B)(6) 2010. The product was not damaged before the incident. The product was not modified before the incident.